Event description:
Customer reported via phone call that reservoir leaked at blue transfer guard. Customer's blood glucose was 187 mg/dl. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed pre-fill reservoir test. Reservoir failed per inspection found reservoir transfer guard needle occluded.